Manufacturer narrative:
(B)(4). Concomitant medical products: mitraclip system, steerable guide catheter, clip delivery system. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. All available information was investigated and the reported device being damaged by another device appears to be related to user technique and ultimately resulted in the single leaflet device attachment (slda) of the clip. In addition, it appears that patient morphology/pathology influenced the slda, as the prolapsed condition of the posterior leaflet likely impacted leaflet insertion in the clip. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other clip delivery system (70125u144) is filed under a separate medwatch report number.

Event description:
This is filed to report the single leaflet device attachment of the first implanted clip (cds 70125u147). It was reported that this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4+. One clip (70125u147) was implanted, reducing the mr to 3+. The second clip delivery system (cds 70125u144) was advanced to the mitral valve. When the clip was in the left ventricle, the guide handle was torqued which inadvertently knocked the second clip into the first clip. The first clip then detached from the posterior leaflet and remained attached to the anterior leaflet (single leaflet device attachment/slda). The mr returned to 4+. The second clip was deployed successfully, and two additional clips were implanted to stabilize the slda clip. The mr was reduced to 1-2, with a good outcome. No additional information was provided.